Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that they periodically meet with a pain specialist every 30 day and if there is problem with the stimulator, the manufacturer representative performs a reprogramming. The patient reported paresthesia in the wrong location. The patient reported that the only problem they had was resolved by reprogramming and resetting for a different area.